Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed moisture in the breathing system and a leak. The breathing system was cleaned and reseated. The unit was returned to service. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to ventilate briefly. There was no report of patient involvement.